Event description:
The customer reported to olympus, during preparation for use, the hd autoclavable camera head did not have image. Subsequently, the unknown procedure was completed with a similar device there was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the customer's complaint (loss of image) was confirmed due to a faulty charged couple device (ccd). Additionally, the repair center found the cable was peeling from the outer cover, the video connector was damaged, and the coupler mount was damaged. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the subject device was manufactured. Based on the results of the investigation, it's likely the loss of image was due to a faulty charged coupled device. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.